Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure alarms followed by arterial air alarms occurred during three separate routine hemodialysis treatments. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190 cc for each treatment. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. Facility staff attributed the arterial air and pressure alarms to issue with the pt's vascular access. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.